Event description:
It was reported that on more than one occasion between 2008 and 2011 during a laparoscopic cholecystectomy surgery, clips on the proximal cystic duct slipped off before cutting the duct. The clips were noticed immediately and there were no postoperative pt consequences. It also was reported that clips did not oppose evenly, but it was unclear whether these events occurred during the same procedure. Additional info was requested, but no additional info was available. See related MFR report #2134070-2012-00037.

Manufacturer narrative:
The device was not returned to the manufacturer and was reported to be no longer available for analysis.